Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis. Additional section a patient information: body mass index (bmi): 25.5 kg/m2 with a height of 5'5".

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the force bipolar instrument broke off inside of the patent. The davinci coordinator noted the instrument was inspected prior to use, and no apparent damage was observed. The surgeon is unsure about what caused the instrument to break or the fragment to fall. The instrument was in use for 3-5 minutes before the issue occurred, and no functionality issues were noticed prior to the breakage. During the procedure, another instrument tip touched the force bipolar instrument, causing the tip to fall off inside the patient. Upon final removal, the instrument's wrist was straightened, and the surgical staff did not feel any resistance through the cannula or notice any damage to it. All fragments were retrieved, confirmed by matching the broken instrument pieces. No additional surgical procedures were required to remove the fragment, and no post-operative tests were performed. The procedure was completed robotically, and there was no injury to the patient. The patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.91 mm x 4.85 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation not reported by site also included that the instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.